Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. UDI field (d4) concomitant product UDI for lgx preconnect ms is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp was unable to fully inflate the device. A physician consultation was conducted, during which imaging revealed that the reservoir was folded within the body, resulting in incomplete inflation of the cylinders. Surgery was performed to explant and replace the reservoir. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. UDI field (d4) concomitant product UDI for lgx preconnect ms is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was unable to fully inflate the device. A physician consultation was conducted, during which imaging revealed that the reservoir was folded within the body, resulting in incomplete inflation of the cylinders. Surgery was performed to explant and replace the reservoir. No patient complications were reported.